Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the distal end was bent. Analysis observed the proximal end of the lead was stretched. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a lead for parkinson's disease. It was reported that the deep brain stimulation (dbs) lead tip was bent a bit so a new lead was implanted. It was noted that surgical intervention occurred, however, it was then stated that the lead was never implanted. Follow-up is being conducted to resolve this discrepancy. It was stated that it was unknown what the cause of the issue was as there were no environmental, external, or patient factors that may have led or contributed to the issue; no diagnostics/troubleshooting were performed. There was no known impact or consequence to the patient. No further complications were reported/anticipated. Additional information received from a manufacturer representative reported the lead would found to be bent before the procedure. There was no surgical intervention and the lead was replaced before the procedure. The cause of the lead malfunction was unknown, but the issue was resolved after the lead was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a lead for parkinson's disease. It was reported that the deep brain stimulation (dbs) lead tip was bent a bit so a new lead was implanted. It was noted that surgical intervention occurred, however, it was then stated that the lead was never implanted. Follow-up is being conducted to resolve this discrepancy. It was stated that it was unknown what the cause of the issue was as there were no environmental, external, or patient factors that may have led or contributed to the issue; no diagnostics/troubleshooting were performed. There was no known impact or consequence to the patient. No further complications were reported/anticipated.